Event description:
While using the endobag to remove the patient's appendix from the abdominal cavity, the endobag ripped the patient's skin. Manufacturer response for unimax endobag, (brand not provided) (per site reporter): the hospital has opted to discontinue use of this product.